Event description:
Philips received a complaint, reporting that the v60 ventilator displayed a "check vent: battery failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A service engineer (se) evaluated the device and reported that the issue occurred while the device was at the repair center, it was also confirmed that the "check vent: battery failed" (1124) was generated in the event log. The se replaced the battery and noted that the device improved.